Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.5/3.5/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to glare/haloes and blurred vision and the problem resolved.